Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone 25mg/ml; 11mg/day and clonidine 175mcg/ml; 77mcg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported the patient experienced increased pain. The patient followed up with the physician on (B)(6) 2016. A motor stall occurred (B)(6) 2016 at 09:21, reset, stopped pump period may exceed tube set. The pump had nine months left on it. The patient was then scheduled for replacement earlier than elective replacement indicator (eri) predicted. The dose was reduced and the pump and catheter were replaced (B)(6) 2016. The pump was returned to the manufacturer and the catheter was discarded. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Patient status was alive; no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified the motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. There was moisture and residue on the inside of the co ver. Moisture was on the top side of the pump head gear, gear wheel three and the motor can. Corrosion and moisture was on the top side of gear wheel three. The bottom looked cleaner. All teeth were intact. Moisture was on the bottom side of the pumphead gear and the bottom side of the pumphead cover. Moisture on the top side and the bottom side of the pumphead roller assembly. Residue on the pumptube and bottom and top pins of the pumphead. Residue on one of the pumphead rollers and one of the pumptube guides. The other two rollers and tube guides look similar. There was wear on the pumptube near the inlet port and outlet ports. There was moisture outside of the motor can and in the motor can¿s bulkhead compartment. Upper shaft of gear two shows shaft wear. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.